Manufacturer narrative:
In particular, this report does not constitute an admission by anyone that the product described in this report has any &#34;defects¿ or &#34;malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Patient reported more seizures once output current was increased from 1.5ma to 2ma. The patient was having multiple seizures a day at the higher settings. It was noted that the patient had not had any medication changes. No other relevant information has been received to date.